Event description:
Reportedly, the device was explanted at implant due to regurgitation. Device was replaced with same model and size. Per the (B) (4): "after the implantation see the surgeon a central jet, the valve had an a2-a3 with not many coaptation. The valve became explanted and another one built-in." Surgeon initially communicated to sales rep that although the surgery took a bit longer, there were no consequences for the patient.

Event description:
Reporter alleged obtaining a result of 91 mg/dl on advantage system 1 compared back to back with a result of 161 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B) (6) for the suspect device used in system 2.